Manufacturer narrative:
(B)(4). Batch # r57w33. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When was bleeding identified? Intraoperative or post-operative? Intraoperative was a 2nd surgical procedure performed? No . Was the hospital stay prolonged due to the issues experienced? No . Does the surgeon use seamguard with every firing? Yes . Were there any issues in regard to staple formation noted throughout the care of patient? No . Was there any medical or surgical intervention to treat the low hematocrit? IV therapy what is the current patient status? All ok.

Event description:
It was reported that after a laparoscopic gastric sleeve procedure using seamguard buttressing the staple lines began to bleed. Clips were used to stop the bleeding. No blood products were used/no transfusion required. While monitoring the next day the patient's hematocrit was noticed to be dropping. IV fluids were administered and patient monitored until hematocrit was back in normal range 2-3 days post op and discharged with no further consequence.